Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following:patient reported a low blood glucose of 50 mg/dl on approximate date of (B)(6) 2019.blood glucose (bg) values of 53 mg/dl were recorded by continuous glucose monitor (cgm) from 3:23-3:38 am on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. At 6:26 pm on (B)(6) 2019, user requested an 8.62 unit bolus for 44 grams of carbohydrates and a bg of 108 mg/dl. It is possible the user overcorrected. There were no erratic basal rate adjustments. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl; cause was unknown. Glucose tablets were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.